Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 the patient contacted the clinic describing signs and symptoms of a pump site/pocket seroma with yellow fluid leaking from the site greater than three weeks post pump replacement. The patient was instructed on (B)(6) 2020 to apply p ressure to the site and wear an abdominal binder. The outcome of the event was noted as ongoing. The clinical diagnosis was pump site seroma. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-apr-20 the patient reported persistent leaking from the pump site. The patient described the fluid as cloudy with blood. The patient was scheduled for next day evaluation. On (B)(6) 2020 the patient was started on clindamycin and bactrim and was advised to continue wearing the abdominal binder. On (B)(6) 2020 examination revealed the site was clean, dry, and intact. The patient would continue the course of the antibiotics. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.